Event description:
On (B)(6) 2011: at 1014 check band alarm. Band readjusted. On (B)(6) 2011: at 1018 check band alarm. Band changed to new hand. On (B)(6) 2011: at 1910 check band alarm. Band adjusted. On (B)(6) 2011: at 1923 check band alarm. Band changed to new band. On (B)(6) 2011: at 1931 check band alarm. Band adjusted. On (B)(6) 2011: at 1155 check band alarm. When adjusted then said cut band alarm and set off all alarms on unit. On (B)(6) 2011: at 1150 check band alarm again. Parents getting very upset. Banding material now changed for the third time and new sensor applied with the new banding material. On (B)(6) 2011: at 1525 check band alarm. Sensor adjusted. On (B)(6) 2011: at 1558 check band alarm. Sensor adjusted. On (B)(6) 2011: at 1603 check band alarm again and sensor changed again to other foot. On (B)(6) 2011: at 2009 yellow check band alert. Adjusted band and sock on to make sure stays on.. On (B)(6) 2011: at 2021, yellow check band alert. No adjustment needed. On (B)(6) 2011: at 2057 yellow check band alert. Adjusted but no reason noted for alarms. On (B)(6) 2011: at 2143 yellow check band alert, infant in nursery at this time. New sensor and new band applied. On (B)(6) 2011: at 1710 check band alert. Band checked. On (B)(6) 2011: at 0714 check band alarm. Checked but band on ok. On (B)(6) 2011: at 0737 check band alert. Checked but band on ok. On (B)(6) 2011: at 0741 check band alarm. No apparent issue. On (B)(6) 2011: at 0745 check band alarm. No apparent issue with band. On (B)(6) 2011: at 0804 check band alarm. No apparent issue. On (B)(6) 2011: at 0814 check band alarm. No apparent issue. On (B)(6) 2011: at 0825 check band alarm. No apparent reason. On (B)(6) 2011: at 0830 check band alarm. No apparent reason. On (B)(6) 2011: at 0837 check band alarm. No apparent reason. On (B)(6) 2011: at 906 check band alarm. Adjusted again but no apparent reason seen. Expiration date: sensors (B)(4).